Manufacturer narrative:
Codman has requested the device for eval. Upon completion of the investigation a follow-up report will be filed.

Event description:
Affiliate reports that patient had a revision in 2005 and twelve days later was hospitalized due to an infection. During removal of the shunt, due to an infection, it was also found that the valve was not able to reprogram. The affiliate confirmed that there is no indication that the valve has caused the meningitis.